Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator misdiagnosed a ventricular tachycardia as a supraventricular tachycardia. No device intervention was performed but programming changes were discussed.

Event description:
New information received indicated that the ventricular tachycardia resolved on its own, and programming changes were made. On 25aug2019, the patient received inappropriate antitachycardiac pacing for a supraventricular tachycardia that was misdiagnosed as a ventricular tachycardia. No device intervention was performed but programming changes were discussed. Patient was stable.